Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the returned battery cap was used to perform investigation. The reported dim/faded/color spectrum issue with the display screen was unable to be duplicated. The display was found to be white and had a normal tint. Unrelated to the complaint, the display screen was damaged. Lines were found through the display with missing pixels due to a failed display flex. A test display was inserted and the display was clear and legible.